Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. The first time he was hospitalized because there was a knot in the tubing. And second time he went to emergency room because his blood glucose went to over 600 mg/dl and it was not went down. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. The customer treated high blood glucose with insulin drip. The customer report did not allege under delivery on insulin pump. The customer declined to perform care link upload. The insulin pump will not be returned for analysis.